Event description:
The customer called to report a high blood glucose of 265 mg/dl. The customer also reported that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. However, unit received with cracked end cap. Unable to performed basic occlusion, occlusion, prime, and no delivery tests due to cracked end cap. Unit had scratched display window and cracked corners. Cracked reservoir tube and lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.